Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment and underwent a skin revision surgery. The patient was replaced with a new abutment during the same surgery.